Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that that the patient implanted with this implantable cardioverter defibrillator (ICD) presented to the emergency room with report that the device emitted beeping tones. A device interrogation was attempted, however, was unsuccessful. The patient was sent home and presented to the clinic a few days later. Interrogation of the device noted the ICD and right ventricular (rv) lead exhibited low out of range pacing impedance measurements less than 200 ohms. Additionally, the device was noted to be in safety mode with several accompanying fault messages. An invasive procedure was performed. During the procedure, loss of capture (loc) was noted when the rv lead was programmed to bipolar configuration, however, capture and within range pacing impedance measurements of 520 ohms was observed in unipolar. The lead was then tested on a pacing system analyzer (psa) and noted loc and pacing impedance measurements of 450 ohms. The ICD was explanted and the patient was downgraded to a pacemaker due to normal ejection fraction. The shock portion of the rv lead was surgically abandoned and the pace/sense portion was left programmed to bipolar and the lead remains in service with the newly implanted pacemaker. No additional adverse patient effects were reported.